Manufacturer narrative:
Additional information: the device was being used to post dilate a deployed stent in a mildly tortuous, mildly calcified lesion in the proximal diagonal branch of the circumflex (cx) artery. The lesion was pre-dilated. As a result of this event vascular dissection, stenting was required, with the placement of two additional stents. The same inflation device was successfully used with other devices. The vascular dissection was not caused by the deployed stent. The vascular dissection was caused by the nc sprinter balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image was received for analysis. The image depicts an nc sprinter balloon outside the patient. Inflation is evident to the distal inflation lumen. Image analysis: one still fluoroscopic image was provided for analysis showing expansion of the balloon, but the distal inflation lumen has also expanded with pressurization. Confirming the event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary procedure involving one nc sprinter coronary balloon catheter, the non-working proximal end of the balloon was abnormally inflated. It was stated that the diameter was larger than the nominal pressure. The device was being used in a mildly tortuous, mildly calcified lesion in the proximal diagonal branch of the circumflex (cx) artery. The device was inspected prior to use with no issues. Negative prep was performed with no issues noted. As a result of this event vascular stenting was required, with the placement of two additional stents. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: further information was received confirming that the event information previously submitted through the regulatory report number 961 2164-2025-02042 is the same event that has been reported through regulatory report number 9612164-2025-01473. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.